Manufacturer narrative:
The investigation for the reported aic - battery failure (red alarm) issues has been completed. The impella device was returned for evaluation. However, clinical details were sufficient to determine the root cause. The root cause of the battery charging issues was due to a defective power supply. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported an automatic impella controller (aic) battery failed to hold a charge. No additional information provided. No report of patient injury or harm.